Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia procedure the customer had issues with arm 4 on the patient side cart (psc). The customer contacted technical support. The live logs were reviewed and found error 32097 pointing to universal surgical manipulator (usm) 4. The procedure was completed with usm 4 disabled and with no patient harm. The customer reportedly restarted the system following the completion of the procedure and undocking, and then usm 4 was available with no errors. Intuitive surgical inc. (Isi) followed up with the the initial reporter. No other information regarding the event was available at the time.

Manufacturer narrative:
Customer site to further investigate the reported complaint. The reported complaint was not confirmed based on the field evaluation. The fse was unable to reproduce the issue. The fse performed a guided tool change, usm powered friction tests, carriage strength, child test, and sine cycles. No issues were found. The system was tested and verified as ready for use. On a subsequent site visit, the fse identified error 1126 and an arm 4 fiber connection low issue. As a result, usm 4 was replaced. The usm has been received by isi, but failure analysis evaluation has not yet been completed. A follow-up MDR will be sent following the completion of the product testing, and if additional information is obtained. A log review was performed and found that a bilateral inguinal hernia procedure was performed on 3/25/2022 on system sk0667. Additional log reviews were performed by technical support and the fse during troubleshooting to identify errors related to the issue with usm 4. This complaint is considered a reportable event due to the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, and h3 failure analysis investigation results can be found in the following fields: h6 and h10. D02 the universal surgical manipulator (usm) was returned for failure analysis and the reported low fiber error 1126 (with 31226 error) pointing to rolling loop and parallelogram fiber cables issue were confirmed and replicated. The usm triggered 1126/31226 faults resulted from a fiber failure acm down(prlgrm), acs up(prlgrm), and acs down(rolling loop) at pftp. The axes controller arm (aca) down also failed during fiber test on the testing platform. New fiber cables were installed and the error did not return. The original fiber cable was installed again and both 1126/31226 errors returned. The root cause of the issue was determined to be a component failure.

Event description:
Refer to h10/h11 for follow-up information.